Manufacturer narrative:
Product not available for return. Review of manufacturing history shows lot released to distribution without anomaly. Review of complaint history found no additional related issues for this item. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during an ankle syndesmosis procedure on (B)(6) 2015, the inserter would not release the implant, and the surgeon had to fracture the inserter piece where button held in order to detach from implant. No further information has been provided.